Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 to replace the inoperable ipg. Therapy was restored post-operatively.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated spinal surgery on (B)(6) 2020. A manufacturer representative met with the patient and attempted to troubleshoot, but could not restore the ipg. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.